Event description:
A doctor's office had alleged that five (5) patients had experienced the debonding of a restoration after placement with the breeze cement. This is the third of five (5) reports.

Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. The doctor re-cemented the crown, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, an 'adhesive strength' test was performed on a retained sample, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to this lot.